Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery while the customer was sleeping. The blood glucose reading was 148 mg/dl. The customer's father stated that no significant events leading to the alarm were observed. He stated that the customer had gone swimming the night prior but noted that he always takes the insulin pump off prior to swimming. He added that the customer also moves a lot. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.